Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, and h6. Corrected data: b5 and remove h6 #(B)(4)-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The burn distal end cover malfunction was reported in error. Correction is being made to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the biopsy channel port and the insertion tube; the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device; however, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the control section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited burned distal end cover and foreign material in the connecting tube and in the forceps channel port. There were no reports of patient involvement.